Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was continuously powering off. The field service engineer (fse) reviewed multiple scenarios to recreate the issue and analyzed all accessible system data to identify potential causes of the repeated power loss. The fse observed that the primary drive had low available space, though not at a critical level, and identified indications associated with one of the mini drawers around the time of the shutdown events. The fse also determined that the backup battery pack was aged, found it in an unplugged state, and measured below the minimum required voltage, indicating failure. The fse performed corrective actions to bring the device into compliance by replacing the backup battery pack, which resolved the battery-related issue, and subsequently replaced the power supply as a precautionary measure. During the initial startup, a brief update to the replacement power supply was observed. The fse then completed comprehensive testing, including multiple reboot cycles and power disconnection scenarios both with and without the battery connected, all of which were successful. The fse confirmed stable application launches across all test conditions, inspected and adjusted hardware components as required, verified that all software was current, and completed full maintenance activities on the station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es g3or44 station was intermittently powered off during procedures multiple times per day, suggested a potential issue with the power supply and internal battery that may require replacement. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.